Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/30/2017 with the following findings: during investigation, no defects were found to the battery cap. The complaint was unable to be duplicated during the investigation.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the battery cap was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.